Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the medical staff member experienced an injury while using a drain. She attempted to remove the blue protective tip from the trocar using an artery forcep and it is reported that when the tip did come off the force that was used to remove the tip caused her hand to recoil and the unsheathed trocar punctured her index finger resulting in damage to nerves, blood vessel and joint. The medical staff member underwent a surgery. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you explain why an artery forceps was used to remove the blue protective tip from the trocar: there are no written instructions on packaging on how to remove plastic cap safely. So following the acorn guidelines regarding safe handling of sharp instruments and equipment the hands free technique use of neutral zone was applied. Most staff in the department use the same method of removal and find the plastic difficult to remove particularly in the inter operative environment; was there difficulty in removing the blue protective tip from the trocar: yes. The blue cap is incredibly difficult as it tight fitting and challenging to remove safely; can you please detail the injury sustained from the puncture: nurse sustained a deep penetrating laceration causing numbness and swelling to the right index finger of the dominant hand; the diagnosis and indication for the surgical procedure to treat the staff member¿s injury: right index finger nerve and artery laceration plus flexor sheath infection; the date of the surgical procedure: (B)(6) 2016. Does the staff member have any ongoing complications related to the puncture not relieved by the surgery: yes. Numbness and lack of sensation to the dorsal side of the index finger. Have regular hand therapy appointments to have special physiotherapy and specific hand treatment to regain normal hand function; what is the current condition of the staff member: attending the intensive hand therapy to improve movement to finger joints as movement is restricted due to swelling pain and lack of sensation. Restricted to light duties until clear by surgeon; product code and lot # of the device: blake silicone drain 19 fr, round, ¼ ¿ trocar ref number: (B)(4).